Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the patient was hospitalized due to high blood glucose. The customer's blood glucose was unknown mg/dl. The customer's nurse stated the high blood glucose was due to bent cannula. The nurse was asked to have the customer call the helpline to report the hospitalization and troubleshooting on the insulin pump if needed.